Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced decreased pain relief. The results of the catheter dye study were they were unable to withdraw csf. Additional information reported a dye study was performed on (B)(6) 2014 and results were the catheter was occluded. Surgical intervention was done and a revision occurred (B)(6) 2014. Catheter segments were left in the intrathecal space and not in use. The patient recovered without permanent impairment.

Event description:
It was reported that at the last refill on 2014 (B)(6) the entire 40cc of medication was removed from the pump per the patient¿s report on 2014 (B)(6). On the date of this report the patient had reported that their pain had not been controlled and a pump study on an unknown date showed ¿no csf (cerebrospinal fluid) could be withdrawn but rotor functioning¿. Patient symptoms included less than fifty percent therapy relief. Diagnostic testing or troubleshooting performed included a dye study and rotor/roller study. As a result of the event, surgical intervention occurred; the catheter was removed and a new 8780 catheter was implanted. It was also reported, the ¿catheter or 8578 is suspected to be the problem¿ since the pump did not deliver medication the last refill cycle and no csf was obtained at revision surgery. It was noted, the new rate of morphine was 3mg/day. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine and bupivacaine. Both the 8709 catheter and 8578 sc (sutureless connector) were returned.

Manufacturer narrative:
Product ID 8578, lot# n192197004, implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the 8578 sc connector found no significant anomaly; there was a non-significant indent in the seal that did not affect infusion. Analysis of the 8709 catheter found procedural non-conformance of the catheter body, dark residue/foreign material occlusion in the 8709 dispensing holes that was event related.